Event description:
The customer's relative reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer blood glucose reading was 421 mg/dl and was treated with insulin IV drip. Blood glucose reading was at 136 mg/dl at the time of call. The customer experienced symptoms such as nausea and vomiting. High blood glucose troubleshooting was performed. The drive support cap appeared normal. The device settings were correct. Unable to perform the high pressure test due to no tubing clamp available. Customer's relative also reported that the customer insulin pump buttons were sticking. Keypad anomaly troubleshooting was performed and confirmed that the time was advancing. . The customer¿s relative was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.